Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon was not reproduced, a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. During visual inspection and operational testing, the customer reported e333 touch panel failure could not be confirmed. No abnormalities were observed. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oj) was informed that ¿error e333 touch panel failure occurred immediately after starting¿ the customer visera elite ii video system center. The customer reported problem was found during inspection before use. The scheduled unspecified therapeutic procedure was completed using another similar device. No death, injury or harm was reported to olympus.